Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.4, lab: 3.3, mean: 2.85, confidence limits: 1.8-4.2. Tests were done 2 hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. Inratio precision data provided by end-user lot: date: 2009, 1st inr = 2.4, 2nd inr =3.3. Lab: mean: 2.9, sd: 0.6, %cv: 22.3. The 22.3% cv is more than 20%. Per internal procedure, the precision test failed the criteria for precision. In-house precision test performed: test date: 2 days prior, inratio meter: in-house meters, retained strip: 080693a. Two therapeutic donors. In-house precision testing provided (inratio meter): donor 1: inr: 2.6, inr: 2.6, mean: 2.60, sd: 0, %cv: 0%, pass. Donor 2: 2.8, 3.0, 2.90, 0.14, 4.88%, pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 0% cv and 4.88% cv for each donor , are less than 16%. Both samples pass the criteria for precision. No further action is required. Device was not returned for evaluation. Investigation closed. No corrective action is required as no product deficiency was established. As at about 8 days later, 18 discrepant results complaint was reported for lot #080693 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
Caller alleged discrepant result with inratio versus lab. Results are as follows: inratio: 3.3, lab: 2.4.